Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy, further described as did not wear a mask, which caused peritonitis. On an unreported date, the patient was treated with injection fortum, 500 mg (frequency and route not reported), injection reflin, 500 mg, ip (frequency not reported), tablet flucon, 150 mg, orally (frequency not reported), and tablet, cifran, 250 mg, orally (frequency not reported) for peritonitis. At the time of this report the patient was still hospitalized, and the outcome was unknown. Dianeal/extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.